Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient had bloody urine and elevated lactate dehydrogenase (ldh). Pump power trend was 6-7 watts. Review of the submitted log file by technical services revealed pump power and flow trending upward with pi trending downward. Per technical services, the event history was normal.

Event description:
Additional information: it was reported by the healthcare professional that the patient¿s expiration was device related. The patient had an intraparenchymal brain hemorrhage. The patient did not have supratherapeutic inr. The device reportedly operated as expected and was not to be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events of hemorrhagic stroke and elevated ldh could not be conclusively established through this evaluation. Additionally, the report of power elevations was confirmed based on the submitted log file, however, a specific cause for the events cannot be determined. Analysis of the submitted log file revealed the pump speed remained above the low speed limit for the duration of the log file and there were no atypical alarms captured. The hmii lvas instructions for use (IFU) lists stroke, neurological dysfunction, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report #2916596-2018-02908. The referenced outflow graft thrombus was reported under medwatch MFR report #2916596-2018-02719.

Event description:
It was reported that the patient was admitted on (B)(6) 2018. The patient had missed doses of warfarin, contributing to subtheraputic inr. The patient was also non-compliant with medication for previously reported (B)(6) driveline infection. CT scan on an unspecified date showed no change of layered thrombus from previous CT scan. Treatment was heparin bridge until inr was therapeutic. Amiodarone dose was decreased. Serial lactate dehydrogenase (ldh) returned to baseline. The patient was discharged home with therapeutic inr and plan to be closely followed. On (B)(6) 2018, 4 days after discharge, the patient presented to the emergency department (ed) with headache, inr of 3.5, and a hemorrhagic stroke. Care was withdrawn on (B)(6) 2018 and the patient expired.